Event description:
Customer called for her son to report that he was experiencing unexplained high bg levels (pdm - was reading high) that would not come down after giving boluses. He finally removed pod and he noted that the cannula appeared a bit bent. Customer was able to activate new pod. No further information reported. The device is being returned for evaluation.

Manufacturer narrative:
The product was returned and evaluated for possible malfunctions/defects. As reported by the caller, the cannula was found to have a mild bend. It was also noted to be damaged at the tip. The cannula was found to pass insulin. However, flow was somewhat restricted. No other defects or issues were noted with the device. The damaged cannula could have contributed to reported symptom (elevated bg levels) during use. This type of damage typically occurs when the pt is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. As noted in the user guide, pts are advised to select a pod placement site consisting of fatty subcutaneous tissue and to pinch the skin around the pod until the cannula inserts. The user is also instructed in the user's guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required. The DHR provides evidence that the lot met the acceptance level prior to release.